Manufacturer narrative:
The condition of failure code 810:11 was confirmed. An air in line calibration verification was performed and all readings are within specifications, therefore no correction is needed. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with a reported condition of "multiple fail codes at start up." The event was reported to have occurred upon power up in sterile processing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history by baxter it was determined that failure code 810:11 interrupted delivery.